Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed according to standard operating procedures and inspections and have met all criteria for release.

Event description:
It was reported that during cataract surgery, the CT lucia 621p intraocular lens (iol) was delivered into the eye with the leading haptic chopped off. The iol was explanted in the same surgery, and a back-up iol was implanted without any complications. There was no injury reported.